Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was unable to be removed from the pump. The reporter indicated that there was no noted moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: the returned battery cap was found to be damaged and was unable to tighten to the battery compartment for testing. The pump battery cap was measured and found that two of the battery cap contacts were above specified height. A test was used for additional testing and confirmed that the test cap secured appropriately to the pump and was able to be successfully removed. The battery compartment was observed to be cracked below the bumper pad and between the bumper pad and the top of the compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.